Event description:
The customer reported that they observed a leak from the wash buffer reservoir of a access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. While it is unknown whether personnel interfacing with the instrument were wearing personal protective equipment, there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was no exposure control plan in place at the facility and the material safety data sheet was not reviewed. There were no instrument event log errors posted during the leak.

Manufacturer narrative:
Beckman coulter inc. Customer technical services assessed the issue via telephone. The leak appeared to be caused by a damaged connection between the output fitting and reservoir itself. Beckman coulter inc. Issued a new wash buffer reservoir to the customer to resolve the leak. Hardware was the root cause for this event.